Event description:
It was reported that a caller experienced a shattered, unresponsive, and unreadable touchscreen on their pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. To resolve the issue, tandem technical support arranged for the shipment of a replacement pump, provided instructions on putting the damaged pump into storage mode, and advised the customer to return the defective device via ups within 10 days. Training on the replacement pump would also be available in the customer's tandem source account.